Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received excessive failed battery test alarm. Customer already called to report and was awaiting new battery cap. Customer reported to have received a motor error alarm and insulin pump kept turning off due to failed battery test alarm. Customer declined troubleshooting for motor error alarm until receipt of battery cap. Customer's blood glucose was 200 mg/dl.